Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the IV tubing set was separated in the package. There was no patient involvement.

Manufacturer narrative:
The customer¿s report of the IV tubing set was separated in the package was confirmed on the three primary sets model 2420-0007. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed the separation to be at the engagement between the lower fitment and pvc tubing. Further visual inspection of the sets¿ separated tubing using a microscope observed insufficient solvent on the tubing. The sets¿ lower fitment's outlet port and pvc tubing were measured and were within specifications. Functional testing was not performed due to the separated tubing and the obvious leak that would occur. The device history record for primary set model 2420-0007 lot 20023352 was performed. The search showed a total of (B)(4) units in 1 lot were built on 24 feb 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the lower fitment outlet port due to equipment and/or operator error.

Event description:
It was reported that the IV tubing set was separated in the package. There was no patient involvement.